Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached luer connector was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting three 4fr s/l groshong nxt catheters. Usage residues were observed throughout all three samples. All three samples terminated just distal of the assembled two-piece connector. This evaluation addresses the left-most device depicted in the photograph. The extension tubing markings appeared completely worn. The red flushing connector was detached from the white strain-relief sleeve. While the red connector was observed to be detached from the extension tube in the provided photograph, inspection of the photograph was insufficient to identify the cause of the detachment. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile (pulling) stress and connector/tubing mechanical damage. A lot history review (lhr) of recr1194 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the red and white connection parts at the luer joint of the extension tube became loose, and easily detached during catheter maintenance.